Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that 2 days post implantation of the lvad, the patient experienced seizures and had a positive cerebrovascular accidents (cva) confirmed by CT scan. The patient had a redo sternotomy, was reportedly very unstable prior to the surgery and a high risk for the procedure. A review of the log file data submitted to the manufacturer for analysis revealed 2 recorded events of power elevations about 10 watts which appeared to be associated with pi events. Majority of the events captured in the log file were pi events. Majority of the events captured in the log file were pi events. There was a slight uptrend in power which, near the end of the log file, appeared to downtrend back towards 7-8 watts. Updated information provided to the manufacturer indicated that the hospital was looking to discharge the patient to a rehab.

Manufacturer narrative:
The patient remains ongoing on lvad support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.